Event description:
Revision occurred approximately 3 months after the primary surgery which occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. 40 mm + 6 humeral stability cup explanted and replaced with 40 mm + 9 humeral stability cup.

Manufacturer narrative:
Revision occurred 3 months after the primary surgery for a dislocation of unknown cause. No actual, implied, or suspect link to fx product.